Event description:
It was reported that the device stopped functioning. The implantable neurostimulator was removed and returned to the MFR. A lead issue was questioned, but the leads were not returned as they fractured when removing. There was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.